Event description:
It was reported that the patient no longer had any access to sound with his cochlear implant. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.